Manufacturer narrative:
The follow up report is submitted to relay additional information received. Concomitant products: unknown, unknown cup, unknown. Unknown, unknown screw, unknown. Unknown, unknown head, unknown. Unknown, unknown stem, unknown. The reported event is confirm based on x-ray review. No surgical notes was provided. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-00628

Event description:
It was reported that patient underwent a hip revision procedure due to poly wear and osteolysis. During the procedure, the acetabular liner and cup were removed and replaced. No additional patient consequences were reported. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Medical product- unknown harris/galante ii cup catalog#: ni lot#: ni, unknown femoral head catalog#: ni lot#: ni, unknown femoral stem catalog#: ni lot#: ni. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-00628.

Event description:
It was reported that patient underwent a hip revision procedure due to poly wear and osteolysis. During the procedure, the acetabular liner and cup were removed and replaced. No additional patient consequences were reported.